Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited pacing inhibition and loss of capture with pauses of approximately three seconds. The patient had an underlying rhythm of 28 beats per minute (bpm). The impedance measurements were variable, there was an alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended, and possible rv noise and oversensing were noted. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited pacing inhibition and loss of capture with pauses of approximately three seconds. The patient had an underlying rhythm of 28 beats per minute (bpm). The impedance measurements were variable, there was an alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended, and possible rv noise and oversensing were noted. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that multiple tests were performed to test the system in both unipolar and bipolar, and nothing abnormal was found. The device was reprogrammed to unipolar pace/bipolar sense. No adverse patient effects were reported. The device system remains in service.